Manufacturer narrative:
(B)(4). To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that during a total lap hysterectomy the forcetriad failed to generate an electrical current through monopolar and ligasure ports resulting in patient bleeding. The bleeding was controlled and the patient received 2 units of blood through transfusion.